Event description:
The customer contact reported a leak at the very distal end where the flexible tubing goes into the hard plastic tubing. It was reported the tubing set was used to deliver 0.9% normal saline. After an unspecified length of time, a leak was noted at the very distal end where the flexible tubing goes into the hard plastic tubing. An unspecified volume of solution leaked. The customer contact reported no physical defects could be seen in the tubing set. There were no reported adverse patient events and no reported delay of therapy critical for the patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. One sealed device from list # 20671 lot 430284w was received and evaluated. The device passed testing. Visual inspection of the sample revealed nothing unusual with the sample. Different tests were performed to the device; however, the device passed the tests, no leaks, air, or malfunctions were noted. Therefore, the customer's reported complaint was not confirmed. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.